Event description:
A report that the patient's precision system was explanted was received. There is no further info available. The physician declined to give any details regarding the explant.

Manufacturer narrative:
A review of the complaint and manufacturing documentation found no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is a final report.